Event description:
Customer called in to report that the insulin pump is alarming for button error. Blood glucose reading at the time was 264 mg/dl. The customer has removed the battery and the insulin pump has continued to beep. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with no esc button response due to corroded keypad trace. No button error alarm noted during testing. No frozen buttons or unexpected audio/beep noted. The insulin pump received with minor scratches on display window, cracked lcd window at bottom left and right corners, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.